Event description:
Hcp reports the alarm has been sounding and the pt is experiencing a return of pain. Upon interrogation, the pump reads that it is not alarming. They have performed both a catheter dye study and roller test with successful results. No problem has been identified. There have been no discrepancies at refills. The hcp has decided to explant the pump but no surgery date has been made. The pt is on oral opiates and is doing o.k.